Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. The returned guide wire was found curved for approximately 45 mm to the distal end. The coil wire was found unraveled and fractured at approximately 45 mm to the distal end. Near the fracture site, the coil wire was found disarranged. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the provided information and investigation outcome, it was presumed that rotational force exceeding the product design limit was locally applied near the middle solder while the distal end of the guide wire was trapped by a lesion or in a tortuous vessel. Consequently, the coil wire was unraveled and eventually fractured. When the device was returned to the manufacturer, reportable malfunction was recognized; thus, the date of awareness was considered as the date the device returned. Instructions for use states that: - [warnings] if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; - [warnings] when torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees?) In the same direction; and, - [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
Reportedly, the subject guide wire felt deformed during a pci and was removed from the anatomy. When the device was returned to the manufacturer, the coil wire of the guide wire was found fractured. Although no patient harm was reported, it is considered to cause or contribute to patient harm if it were to recur.